Manufacturer narrative:
Sections updated: b.1 b.2 b.5 h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the 27mm freestyle valve was replaced with a 25mm mechanical valved graft. The reason for the replacement was reported as aortic regurgitation (ar) caused by a leaflet tear. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 14 years and 6 months post implant of this 27mm freestyle bioprosthetic valve, it was explanted and replaced with an unknown device. The reason for the replacement was reported that the freestyle had to be explanted as there was a white film forming in the inside of the heart valve and at the coronary ostia. The freestyle was sent to the lab for testing and no infection was identified. No additional adverse patient effects were reported.